Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 407 mg/dl and felt nauseous. The customer stated she had not eaten anything that morning and her blood glucose continued to rise but it started before the doctor corrected the time and lowered the basal rates. No issues with bubbles or leaks found during troubleshooting and the customer declined to check for insulin or site issues and the settings. The high pressure test was not done because the customer did not have a tubing clamp. The customer stated she received a no delivery alarm in the morning and was about to do a set change for the third time. Customer stated that none of the cannulas removed were bent. Most recent reading was 433 mg/dl. Customer was advised to call back or contact the doctor if issue persists after set change.